Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. The device was disassembled to inspect internal components. It was found that an internal component was misassembled, affecting the functionality of the device. It is likely that this issue occur during our manufacturing process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hysterectomy an error kept displaying and the device would not activate properly. The device was swapped out with an alternate like device and the procedure was complete with no patient consequences reported. Additional information was not available.